Event description:
It was reported that the patient sustained an allergic reaction caused by an exos product.

Manufacturer narrative:
It was reported that the patient sustained an allergic reaction caused by an exos product. The device has not been returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.